Event description:
It was reported that upon interrogation that this pacemaker had reached a voltage too low for projected remaining capacity. The field representative tried interrogating a few times which resulted in the same message. Technical services informed the device is in storage mode and will need to be replaced as therapy is no longer available. At this time, this pacemaker remains in service. No adverse patient effects were reported.